Event description:
The customer's spouse called and reported the sensor gave readings discrepant from the customer's blood glucose values, and his insulin pump threshold suspended. Customer's blood glucose was 145 mg/dl while sensor gave reading of 235 mg/dl. At the time of this report, customer's blood glucose was 300 mg/dl, which was treated with manual injection. When the insulin pump threshold suspended, sensor read 72 mg/dl. The customer also received calibration errors and a bad sensor alerts. Customer had already removed the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.